Manufacturer narrative:
(B)(4). Mallory/head total hip system; ha mallory/head total hip system; bi-metric femoral components. Medical products - m2a acetabular cup catalog#: us157854 lot#: 669980, m2a magnum femoral head catalog#: 157448 lot#: 468330, m2a magnum taper adapter catalog#: 139252 lot#: 199260. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported in medical records received that patient experienced a femoral bone fracture during a revision procedure. The fracture occurred during the removal of the stem and was treated with cables.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was able to be confirmed via revision operative notes. Device history record (DHR) was reviewed and no discrepancies were found. Review of complaint history determined that no further action is required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.